Event description:
It was reported that the driver (B)(4) tip broke off into the implant. The fractured piece was removed and the procedure was completed with another tool.

Manufacturer narrative:
One hex driver was returned for inspection. However, the product was misplaced in house before an evaluation could be performed. If the product is found, the investigation will be re-opened and a supplemental medwatch report will be submitted. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d (B)(6). Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Without the evaluation of the product, the complaint is therefore non-verifiable. A singular cause cannot be determined. The following sections have been updated: device expiration is n/a. UDI: (B)(4).